Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic surgery for prostate cancer, when trying to fire, the stapling was not performed after clamping. There was an excessive force indicator on the screen. The cartridge was removed once, then another reload was attached, and noted the display shown stapling was being recognized on the screen, but the stapling was unable to be performed. The screen showed excessive force indicator. Another device was used to complete the case. There was no patient injury.